Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a leak through a cut approximately half an inch from the heat seal bead on the patient line tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak through a cut in the patient line tubing. The reported issue was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a "slit" in the patient line (close to where the patient connects) which resulted in a leak. This was observed when the caregiver went to detach the patient from the machine. The patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.